Event description:
It was reported that this spinal cord stimulation (scs) implantable pulse generator (ipg) was replaced due to discomfort experienced by the patient at the pocket site. Additionally, the battery was upgraded to ensure compatibility with magnetic resonance imaging (MRI). The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg will not be returned for analysis due to hospital policy. Postoperatively, the patient was doing great.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event